Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker reloaded the device's software. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device's display was stuck on "test in progress." This can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.